Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All device components were removed and were not returned.

Manufacturer narrative:
Date of event: exact date unknown, the patient has not used the device since 2012 as the implant never worked. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 2000004260/15508365.